Manufacturer narrative:
This report is submitted on april 18, 2019. (B)(4).

Event description:
Per the surgeon, the patient experienced discomfort with device use while wearing a horse riding cap and subsequently the internal magnet was electively explanted on (B)(6) 2019 under general anaesthesia.